Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The call was about ens / screener / trialing. The patient started with interstim trial on (B)(6) 2015. Leads were taken out yesterday. Event date: (B)(6) 2015. The patient had headaches when interstim device was on the right side. The left side was fine. The patient then decreased voltage down to 4 v and she was ok, headache went away. The patient was wearing permanent eye contacts. The patient was wondering if device was interfering with her contacts. It was reviewed interstim device stimulates sacral nerve and it is not expected to cause headaches. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.